Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects, except for a lot of eschar on the jaw plates and in the knife grooves. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Pmv personal performed functional testing with the returned device. Visual inspection of the device found no defects. The device's jaw gap and electrical resistance were found to be within specification. The device was plugged into a test generator and was successfully recognized. The device was activated on simulated tissue ten times with satisfactory results. No alarms occurred during testing. The jaws opened and closed normally. The knife passed the cut test. There was a lot of eschar on jaw plate, and the device needs more frequent cleaning. The investigation found the device to function normally and within specifications. The instructions for use (IFU) also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device needs to test for normal operation. The patient had burns on the right side of the mouth.